Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient felt disoriented and suddenly lost consciousness. The patient alleged that the dexcom app did not notify him that he was getting a low cgm reading. After an unspecified time, the patient¿s roommate saw him unconscious and called 911. When the paramedics arrived a fingerstick was taken, and the blood glucose reading was 24 mg/dl. The patient was unaware of the treatment provided by the paramedics but was taken to the hospital. At the hospital the patient was treated with intravenous glucose and regained consciousness after 7 hours. The patient did not remember any cgm nor blood glucose readings from the time at the hospital. No further medication was reported, and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.